Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation was opened to evaluate communication errors. Of note, the controller, con102154, in use during the event did not have the software master record (smr) upgrade. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2017 for a routine visit. Upon review of log files it was noted that there was a critical battery alarm on (B)(6) 2017 at 2215. Preliminary review indicates the battery was above 10% at the time of the alarm. The patient did not recall the alarm but indicated they put a full battery on the controller daily at 2130. Due to the likely issue with the battery the decision was made to replace the battery at the next clinic visit. No patient complications have been reported as a result of this event.